Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a response he received to a message he posted on behalf of another ophthalmic surgeon, that during three intraocular lens (iol) implantation procedures, there was debris on the posterior surface of all three iols. There were two cases of debris on the iols a few months ago and the surgeon was able remove the debris by irrigation and aspiration (I/a). The third iol with debris occurred this month. She was not able to remove the debris with I/a so had to exchange it. After saving the lens as a specimen/proof, noted that it was of course all clear of the debris once it was cut and out of the eye. Additional information was provided by the surgeon, who indicated that the issues seems to be with the cartridges. The patient's issues have resolved. The surgeon's prognosis is good. There are three medical device reports associated with these three cases reported by an ophthalmologist in response to a message he received on behalf of another ophthalmic surgeon. This report is for the first of three cases.